Manufacturer narrative:
Unable to verify if insulin pump was not received stuck in manufacturing mode due to critical pump error (open book image). Unit received with critical pump error (open book image) and pump error noted in the long trace history file due to corroded force sensor. The electronic assembly, motor and battery tube was corroded. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit had minor scratched display window, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical error after being exposed to water. Blood glucose level near the time of the call was 8.9 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.